Event description:
It was reported the pt experienced decreased therapeutic response and neurological deficit (unspecified). The symptoms were associated with an inflammatory mass. The drug used in the pump was unk. Additional information has been requested but was not available on the date of this report.